Event description:
Customer reported an abo discrepancy when testing a donor sample on the galileo. The donor blood unit is labeled as a pos. Initial testing on the galileo result as ab pos. Repeat testing on the galileo resulted in a pos. Manual tube bench method resulted as a pos.

Manufacturer narrative:
Review of instrument results: anti a- 96 (agglutination). Anti b-51 (agglutination). Anti d-93 (agglutination). Mono ctrl-10 (no agglutination). Mix well - -1. Int- ab pos. Note error message on plate. "Image analysis empty or too dense wells detected."; also noted in the log list review of information. There is a noted the pipettor is halted (left arm clot deted affected needle 2, sample addition (pipettor) (B)(4) - clot detected" unable to verify if the clot was removed prior to continued testing on the instrument. The reported abo discrepancy sample was tested using probe #2. The following galileo limitations are listed in the operator manual: -forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donors' history. Very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo. Instrument is operating as expected.